Manufacturer narrative:
Patient city: (B)(6). Patient country: spain.

Event description:
Unomedical reference number (B)(4). Event occurred in spain. On (B)(6) 2024, it was reported by the patient that he was suffering from a skin infection and hyperglycemia. Infusion set was placed in in belly. High blood glucose level was 200 mg/dl. He went to hospital for the treatment of infection and received some antibiotics. No further information was available.